Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 5 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd k2edta tube there was under-fill or low draw of a tube with blood. This event affected 200 devices. The following information was provided by the initial reporter. The customer stated: "200 units of tubes are not presenting vacuum when inserted into acquisition adapter of blood donators bags."

Event description:
It was reported when using the bd k2edta tube there was under-fill or low draw of a tube with blood. This event affected 200 devices. The following information was provided by the initial reporter. The customer stated: "200 units of tubes are not presenting vacuum when inserted into acquisition adapter of blood donators bags."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.